Manufacturer narrative:
(B)(4). To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Additional information was requested and the following was obtained: the surgeon used the absorbable hemostatic powder prophylactically to prevent bleeding at the end of procedure, applying the entire vial and not removing the excess of the product. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: age, gender, weight, bmi at the time of index procedure. Name and date of the index surgical procedure? The diagnosis and indication for the index surgical procedure? Where was the surgicel powder used (on what tissue)? By what mechanism does the physician believe that the surgicel powder affected the nerve? Was medical/ surgical intervention performed? Other relevant patient history/concomitant medications. Product code and lot #. What is physician¿s opinion as to the etiology of or contributing factors to this event? What is the patient¿s current status?

Event description:
It was reported that a patient underwent a thyroid procedure on an unknown date and an absorbable hemostatic powder was used. The patient had a reaction and suffered laryngeal nerve paralysis. No further information was provided.